Event description:
Information was received indicating that under-delivery was noted during the use of a smiths medical cadd administration set. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd administration sets was returned for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and no discrepancies were detected on the housing nor solvent bonds. The sample was set for accuracy testing using a pump solis vip and a balance mettler toledo to look for unusual function; and no discrepancies were detected, the accuracy test was successfully passed. The customer's reported problem could not be duplicated. According to the investigation, the root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested successfully passed. No actions are required since the complaint was not confirmed; however, production personnel was notified by quality engineer to awareness of the defect reported by the customer.